Event description:
Boston scientific received information that two days post implant, this right ventricular lead displayed decreased r wave values resulting in undersensing. A revision procedure was performed. After approximately two hours of attempting to reposition this lead, a decision was made to replace this lead. This lead was removed and replaced. No adverse patient effects were reported. Post procedure, acceptable measurements were obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.